Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer reported no backup currently available but will reach out to healthcare provider for assistance. There was no adverse impact to the customer¿s blood glucose level.